Event description:
It was reported that a home patient was unable to remove the spike from the intrivia container. After the infusion was complete, the patient attempted to remove the spike from the bag with enough force that the bag port started to tear. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the investigation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.